Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the cephalic vein of the left upper extremity. A 7.0 x40, 75cm gladiator elite balloon was advanced for dilation. However, it was noted that the balloon ruptured during preparation test. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.